Event description:
It was reported, that during the procedure. While measuring the acetabular screw, the depth gauge broke. Also, while placing the liner into the cup, the yellow plastic ring became bent. There was no harm or health consequences to the patient. It was reported, that no further information is available.

Manufacturer narrative:
(B)(4). D10: cat#: 110026855, g7 hard bearing inst ring sz f, lot#: 66184114. Product has been received, by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. One depth gauge was returned. The depth gage shows wear on the handle and taper to the stem. The stem has fractured at the first notch location. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The event is confirmed via returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.